Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had moisture damage at the motor assembly. The pump had minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 77 mg/dl at the time of incident. The customer stated that she went swimming and she saw moisture under the display and the buttons were not working (specially the down arrow). The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.